Event description:
The user facility reported the patient in acute myocardial infarction/cardiogenic shock implanted with an impella cp device for support suffered a stroke. Head scan showed right posterior cerebral artery stroke, and the patient was deemed not a candidate for intervention. The patient was made a do not resuscitate (dnr), and heparin was held due to high risk of hemorrhagic conversion of the stroke.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system-section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. D4-updated model number